Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3316 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure removal via hysterectomy with bilateral salpingectomy added in the non-drug treatment, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no: a73761, 12554596) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, endometriosis, pelvic pain female and dysfunctional uterine bleeding. Previously administered products included: lortab [loratadine] and xanax. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3316 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy-robotic assist,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n essure coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: diagnosis: follow up examination, following other surgery, tubal ligation status, procedure. A balloon tipped catheter was inserted into the uterine cavity and partially inflated to occlude the internal cervical os. Multiple images were obtained including bilateral oblique views. The patient tolerated and procedure well. Findings: there is visualization of a normally shaped uterine cavity. Both uterine cornua are distended and there is filling of small portion of each fallopian tube. Bilateral essure implant appear to be within the fallopian tube and appear to be within 3 cm of the filled uterine cornua. There is no evidence of intraperitoneal extravasation. Conclusion: satisfactory placement of bilateral essure implants. [Pathology test] on (B)(6) 2022: surgical pathology report: specimen: uterus, cervix, fallopian tubes, bilateral, specimen out of body and in formalin final diagnosis: uterus, right and left fallopian tube, hysterectomy and bilateral salpingectomy: benign cervix with no diagnostic alteration. Benign menstrual type endometrium. Leiomyoma, 0.2 cm. Serosa with fibrous adhesions. Benign right and left fallopian tube with left endo-salpingotomies, right simple para tubal cyst and essure contraceptive devices in the lumens. Diagnosis comment: result: no cervical dysplasia, endometrial hyperplasia or malignancy is identified. Gross description: the ectocervix is smooth. The endocervical mucosa is soft with no lesions. The endometrium is 1 mm thick. The myometrium is 2.5 cm thick with no discrete nodules. The left and right fallopian tube are 6.5 cm and 5.7 cm length respectively, both with a proximal luminal coiled metal essure contraceptive device. Clinical information: result: dysfunctional uterine bleeding and pelvic pain. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Lot number received. Surgical pathology report added. Medical history, concomitant drugs reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3316 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3316 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, endometriosis, pelvic pain female and dysfunctional uterine bleeding. Previously administered products included: lortab [loratadine] and xanax. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3316 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy-robotic assist, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n essure coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: diagnosis: follow up examination, following other surgery tubal ligation status. Procedure: a balloon tipped catheter was inserted into the uterine cavity and partially inflated to occlude the internal cervical os. Multiple images were obtained including bilateral oblique views. The patient tolerated and procedure well. Findings: there is visualization of a normally shaped uterine cavity. Both uterine cornua are distended and there is filling of small portion of each fallopian tube. Bilateral essure implant appear to be within the fallopian tube and appear to be within 3 cm of the filled uterine cornua. There is no evidence of intraperitoneal extravasation. Conclusion: satisfactory placement of bilateral essure implants. [Pathology test] on (B)(6) 2022: surgical pathology report: specimen: uterus, cervix, fallopian tubes, bilateral, specimen out of body and in formalin final diagnosis: uterus, right and left fallopian tube, hysterectomy and bilateral salpingectomy: benign cervix with no diagnostic alteration. Benign menstrual type endometrium. Leiomyoma, 0.2 cm. Serosa with fibrous adhesions. Benign right and left fallopian tube with left endo-salpingotomies, right simple para tubal cyst and essure contraceptive devices in the lumens. Diagnosis comment: result: no cervical dysplasia, endometrial hyperplasia or malignancy is identified. Gross description: the ectocervix is smooth. The endocervical mucosa is soft with no lesions. The endometrium is 1 mm thick. The myometrium is 2.5 cm thick with no discrete nodules. The left and right fallopian tube are 6.5 cm and 5.7 cm length respectively, both with a proximal luminal coiled metal essure contraceptive device. Clinical information: result: dysfunctional uterine bleeding and pelvic pain. According to bayer qa, the lot number a73761 and 12554596 are invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: update of information (batch is invalid). We received an invalid lot number.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.